Event description:
It was reported that the patient experienced sudden syncope without an obvious trigger. After approximately one minute, consciousness returned. The patient then experienced inappropriate discharges from the cardiac resynchronization therapy defibrillator (crt-d) and felt an electric shock sensation at the implant site. In the emergency department, heart rate stabilization was provided. The patient was admitted to the hospital where it was noted the crtd was continuously in a ventricular tachycardia (vt) discharge state, with up to sixty vt events recorded. The voltage was below the recommended replacement time (rrt) voltage, and the pacemaker battery was exhibiting premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.